Manufacturer narrative:
Detergent crystals were found on the cuvette block. The investigation determined that this was due to the laboratory humidity being 20%. Labeling states that the humidity must be 30 - 85%. Na.

Event description:
We received an allegation of questionable results for 1 patient sample tested with the crep gen.2 (creatinine) assay on cobas 8000 c701 module. On (B)(6) 2023 the customer ran the patient sample and initially resulted in creatinine values of 2.8mg/dl. The result was reported to the physician who questioned the result as being too high. On (B)(6) 2023 the customer the repeated the sample on the same analyzer and received a creatinine result of 0.7 mg/dl. The crep gen.2 reagent lot number was 68958701 with an expiration date of 31-aug-2023.